Event description:
Ptca procedure used to deploy stents. First stent successfully placed, but unable to place second stent due to excessive calcification. On removal of non-deployed stent catheter, it became evident stent remained in the coronary artery. Stent was removed intact using a snare.